Manufacturer narrative:
(B)(4). Information was not provided by the contact. Damaged motor additional information was requested and the following was obtained: during the procedure, the surgeon wanted to use the pse45a, the battery was properly inserted in. But when he tried to activate it, it didn¿t work, there was no current in the device. He removed the battery and inserted it again, but the issue was the same. The surgeon used another pse45a which worked properly. The pse45a was checked out, it has been noted that the metallic part inside the battery compartment of the device was not extended but folded (retracted). So even if the battery was inserted in the compartment, there could not be a physical connection between the battery and the electrical circuit of the device. The analysis found that one pse45a device was returned in good visual condition and with a ecr45w cartridge loaded on the device. The reload was received fully fired and in good visual condition. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the device was noted to be non functional. Furthermore, evidence of corrosion was noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a vascular procedure, the device had defective battery connections. It was impossible to proceed to the parenchyma section. They used another device (manual linear cutter) of the same manufacturer to finish the procedure without any problem. There was no consequence during or after the surgery for the patient: he was well. The patient did not need to stay longer at the hospital because of this issue. The patient has been discharged as planned.